Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the pulse generator exhibited noise which led to inappropriate mode switching. There were no patient consequences due to the event. Upon interrogation in clinic, it was noted that the source of noise was external, caused by the patient shoving on a tree with the shoulders. No intervention was performed. The patient would continue to be monitored.